Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Conclusion: customer did not return device per multiple requests. Corrected data: packaging lot #: unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a suprarenalectomy procedure, the clips would not hold after placing. The clips would not close/form on the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.